Event description:
It was reported that for an interventional coronary procedure to the heavily calcified, left anterior descending artery, the 2.25 x 28 mm xience nano stent delivery system was unable to cross the lesion. Upon withdrawal, there was no resistance reported but the stent dislodged from the balloon. The procedure was completed after the stent was retrieved with an unknown snare. The patient was rescheduled for atherectomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents for stent dislodgement reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.